Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an unrelated implant procedure. While inside the patient, physician noticed that previous impedance measurements for the right ventricular lead did not match the current measurements. It was then discovered that the lead had a cut on its insulation. It was noted that the lead had previously displayed high out of range impedance measurements during its initial implantation on (B)(6) 2012, but that the issue had resolved before the procedure ended. The lead was then capped and replaced during the same procedure. Patient was discharged after the procedure.